Manufacturer narrative:
H3: product analysis of part# kex102eb-int, lot# 228866470 visual and optical inspection confirmed dried bio matter in the shaft of the introducers. Functional inspection after the introducers were cleaned confirmed the ibt was able to pass through the introducer without any issue. The instrument functions as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a user report regarding a patient having kyphoplasty. It was reported that t he physician had difficulty passing the balloons through the introducers in order to do the plasty portion of the procedure. Unable to fully pass through on both introducers. Additional fracture kit opened, and new balloons passed successfully through the trocars that remained in situ from the previous kit. There was unexpected delay in procedure time. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: the country of the event is canada. G4. Please note that this device (kex102eb-int) is not marketed in the united states; however, it is same as the united states marketed device with catalog# kex102eb, 510k# k123771 and upn 00763000026882. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.